Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly the customer had not yet addressed the high bg but would administer a manual injection. The customer re-loaded the cartridge to resolve the issue.